Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
Complaint alleges: the customer reports that the urine leaked at the funnel. No consequences or injury reported for the patient.